Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt was not hospitalized for the event. On an unreported date, the pt began treatment with inj (injection) vancomycin (2gm, frequency and lot number not reported), inj meropenem (250, units, frequency and lot number not reported), inj amikacin (125mg, frequency and lot number not reported) intravenously for peritonitis. The cause of peritonitis was unknown. At the time of this report, the peritonitis was resolving and the pt was recovering. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up will be submitted.